Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's daughter that the patient "died while they were trying to implant the device. She was too frail and was in a-fib." Review of manufacturer's database revealed that the patient died 7 days after the device was implanted. The cause of death has been requested and not received.

Event description:
It was reported by the patient's daughter that the patient "died while they were trying to implant the device. She was too frail and was in a-fib." Review of manufacturer's database revealed that the patient died 7 days after the device was implanted. Follow up with clinic revealed cause of death was ischemic cardiomyopathy and coronary artery disease. Circumstances surrounding patient death reported as pacemaker was successfully implanted and patient had pulmonary edema due to her cardiomyopathy. Was pacemaker dependent and just had av node ablation 4 days prior to death. Reported death was not related to device system and added "cod was not related to the insertion of a pacemaker or any device hardware." Unknown if autopsy was performed.